Manufacturer narrative:
All information provided by manufacturer and maude event report number (B)(4).

Event description:
New information received notes the lead was explanted due to low r-waves and low impedance. Dislodgement was observed on x-ray.

Event description:
Suspected malfunction was reported.